Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On the morning of (B)(6) 2025 while at work, the patient almost passed out (but remained conscious) and emergency medical servcies (ems) was called. The patient alleged that the cgm device was providing her with an inaccurate reading, however, no specific value was reported. The patient did not test a bg meter value either but stated she ¿assumed there was an inaccuracy¿. The patient was wearing a tandem insulin pump. At the emergency room (ER), the patient¿s bg meter reading was over 400 mg/dl. No cgm comparison value was reported. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, tylenol, sodium bicarbonate, and ondansetron. The patient was given a new g7 wearable to put on in the hospital. The patient was discharged in the evening on (B)(6) 2025 (over 24 hours). The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.